Event description:
It was reported that the right ventricular lead's impedance has had a gradual trend upward and the thresholds are slightly elevated. There has not been any intervention at this time and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. However, we did receive performance data collected from the device and have analyzed the data. Analysis revealed that there was high resistance/impedance. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012, 02:15:04. The weekly and daily pace lead impedance trend data shows an increase for rv (right ventricular) pace equaling 376 to 1008 ohms peak between (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.